Manufacturer narrative:
Visual evaluation of the returned device noted presence of residue indicating use/handling. Examination of the ligator head found all seven bands have been deployed, with two of the blue bands returned. The ligator head teeth were undamaged. The suture was intact and attached to the trip wire loop. There were no evidence present indicating that the trip wire was secured during use. Functional evaluation was performed by turning the handle knob at 180 degrees, an audible click was heard and no issue was noted. It appears that the trip wire was not properly tightened and secured during use which impacted the functionality of the handle and deployment of the bands. Therefore, the most probable root cause for this complaint is user/use error.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician turned the handle; however, the band failed to deploy and was not able to ligate the vessel. There was no difficulty noted in setting up the device. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (b)(65) 2015. According to the complainant, during the procedure, the physician turned the handle; however, the band failed to deploy and was not able to ligate the vessel. There was no difficulty noted in setting up the device. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Reported issue of bands failed to deploy. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.